Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed the pump is completely dead, their insulin pump alarmed bad battery and off no power alarm without prior low battery alarm. Battery out limit (which was resolved by troubleshooting) and battery cap cracked/damaged were also reported which was resolved by troubleshooting. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.